Event description:
It was reported that the blue silicon piston did not seal after the user flushed the needleless connector. The user replaced the ¿stuck down¿ valve, and there was no patient injury.

Manufacturer narrative:
Correction: aware date is (B)(4) 2019.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the blue silicon piston did not seal after the user flushed the needleless connector. The user replaced the ¿stuck down¿ valve, and there was no patient injury.